Manufacturer narrative:
No product problem or systemic issue was identified and the reason for the differences observed are sample specific. The reason for the discrepancies observed by the customer is likely sample specific as the data does not show any indication of a product problem or systemic issue. The differences in technology between the roche product and the non-roche product also should be taken into account and cannot be ruled out. A minor contamination event could also be a plausible interpretation of the data. The customer issue has been alleged on the cobas sars-cov-2 qualitative test for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09448870190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 test for use on the cobas 6800-8800 system (eua200009, product code: qjr). The product catalog number for the test (480t) is 09343733190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results with one patient sample while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 58/68/8800 systems. The alleged sample initially generated a positive sars-cov-2 result on the cobas 6800. The same sample was retested on a competitor platform (neumodx) and generated a negative result. The negative result was reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.